Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) fell apart when they were about to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device, with the seal and tension spring assembly inside the delivery tube. The white plunger was not depressed and the blue slide lock was engaged. The tension spring assembly was observed to be not fully inserted into the delivery tube. The seal was observed to be open outside the delivery tube. The seal and tension spring assembly was removed from the delivery device. The seal and tension spring assembly was observed to be intact, no visual defects were observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.58inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) fell apart when they were about to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.